Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced air embolism and st elevation. A faradrive steerable sheath was selected for use during a farapulse pulmonary vein isolation. The transseptal access was done with faradrive sheath and nrg needle. The dilator was removed and during subsequent insertion of the farawave, a st elevation was noted. It was believed that there was an air embolism in one of the coronary arteries. A contrast was injected in the coronary arteries to see if any obstruction could be seen. The patient was hospitalized, fully recovered, and the patient was discharged a day after the procedure. The farawave catheter was present in the faradrive sheath at the time of the aspiration, when the air was noted. Irrigation method was pressure bag. The catheter was disposed. It was not possible to confirm that the needle caused the air embolism. Nobody is sure where it came from, only that it was observed around the transseptal puncture.